Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the displacement test. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Retainer ring damage (a cracked retainer) was confirmed. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage and a crack on battery compartment. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1712k and the product was returned for analysis.